Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing blurry, cloudy vision and that it "feels as though something is moving in her eye". At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).